Event description:
Upon insertion of bd 20g 36" perisafe nylon catheter ce, during labor, return of blood was noted. When attempting to remove catheter resistance was noted, pt was sitting, and asked to flex back further, catheter then came back a small amount when resistance was again noted. At this point catheter and needle - 18g x 3.5 in bd perisafe weiss epidural needle, we removed as one unit. It was noted that a portion of the catheter was missing, and not in the needle. The catheter was saved and measured against another unused catheter, some stretching had occurred to the retained catheter, but approx 2" were missing and end was sheared. Pt was informed, procedure was aborted. Post delivery and the next day 2 -3 view lumbar xrays were performed that failed to show the presence of the catheter. Discussion occurred with the pt and spouse the day of the event, the next day and again a few days later reviewing epidural procedure and what had occurred. The pt was advised that since the catheter was placed with sterile technique and inert that most likely no problems would occur, but were advised on symptoms to monitor for, and they informed us at that point that they would also follow up with a neurologist a few weeks after delivery for further recommendations. Pt was encouraged to call us with any further questions. Remaining portion of catheter was saved and is available for further testing if necessary. Dates of use: 2008. Diagnosis or reason for use: labor pain mgmt. Event abated after use stopped or dose reduced: yes.